Manufacturer narrative:
Manufacturer¿s investigation conclusion a direct correlation between the device and the reported ventricular tachycardia and abdominal infection could not be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(6). The heartmate 3 left ventricular assist system left ventricular assist system lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 0 years 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on: (B)(6) 2018. It was reported that the patient presented on (B)(6) 2019 to emergency department with abdominal pain and non-sustained ventricular tachycardia treated with amiodarone bolus/drops. Patient was alert and oriented on arrival to the hospital. On the evening of (B)(6) 2019, patient was noted to have several beats of ventricular tachycardia that were converted back into sinus rhythm after treatment with calcium gluconate and amiodarone bolus / drops. No suction events were recorded in the 72 hour span. The amiodarone drops were stopped (B)(6) 2019. Left ventricular lead of biventricular heart pacing was also turned off due to placement of lvad. Patient also presented with acute cholecystitis that was treated with augmentin and bactrim per infectious disease. Patient was treated for clostridium difficile colitis with empiric antibiotics zosyn and IV vancomycin on (B)(6) 2019. Scheduled oral vancomycin from (B)(6) 2019 to (B)(6) 2019. Inr of patient was supratherapeutic upon admission and warfarin dosage was increased. No additional information was provided.